Event description:
On (B)(6) 2015, the reporter contacted animas alleging the keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the returned battery and cartridge caps were used for investigation. The pump was powered on with the auditory and vibration alert functioning appropriately; however, the display remained blank. The reported ¿tactile change¿ issue with the keypad buttons was unable to be completed due to the blank display issue. There was no damage found to the button keypad cover; all buttons had normal button presses and normal spring-back. The keypad cover was removed; there was no contamination or damage found to the key contacts. The pump¿s cover was removed; moisture and corrosion was found inside the pump to the printed circuit board components/circuits and on the keypad flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).